Manufacturer narrative:
Patient information and event date requested from product support. No response received.

Event description:
The customer reported that the unit is coming up with a vent inop. The biomed reviewed the diagnostic log and found a blower stalled error. The customer reported that the unit was in use on patient, but there was no patient harm reported.